Event description:
It was reported that ongoing intermittent occlusion issues occurred, which typically occurred every second or third day of infusion set use. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by administering micro boluses until a site change was due. The customer continued to use the pump for insulin therapy.